Event description:
On 4/1/98 during a procedure to repair a left posterior body mandible fracture, a titanium plate was implanted. On 4/8/98 the plate broke requiring revision surgery which was performed on 4/15/98.